Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth opening on posterior side on external shell assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed on the device. Red particles inside of the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side ruptured implant. Device has been explanted.